Manufacturer narrative:
Device available for evaluation, device evaluated by manufacturer. Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near the heat shrink tubing open end. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 176,573 joules and approximately 36 minutes "fiber damaged at tip" and a break along the "fiber body" were noted. The case was completed using an alternative procedure (turp). The tip of the fiber was cleaned during the procedure. Patient injury: "no".